Event description:
A take apart grasper broke off inside of a patient today during a laparoscopic cholecystectomy. The part was retrieved using another laparoscopic grasper and a x-ray was performed to confirm that all of the device was removed. The patient was unharmed and the procedure was completed laparoscopically.

Manufacturer narrative:
Supplemental emdr (B)(6). The device was received for evaluation and confirmed to be a sp94 handle, a sp83 shaft and a sp8365 insert. Only the insert was found to have a failure mode. Upon visual inspection of the insert it was observed that the link joining the actuating rod to the single action jaw assembly had fractured at the rod-link pin hole. The two most likely reasons for a link to fracture is either the link was not manufactured to its design strength, or the design strength was exceed by a mechanical over stress event. The link was measured against print specifications using calibrated calipers and was found to match the dimension requirements of the print. Therefore, it most likely possessed its design strength at the moment of failure. Based on the state of the link, it was most likely fractured by a mechanical over stress event. Additionally, a visual inspection of the distal tip of the actuating rod found one of the edges to be rounded in such a way that it suggested a contributing factor may have been a force acting on the jaw assembly in such a way that it would try to pull the jaw assembly off in a direction that is both distal and sideways. Under normal operation, such damage to this edge would not occur as the jaw assembly is locked into the sp83 shaft at its proximal end, and the actuating rod is actuating axially and would only move forwards and backwards. This type of damage suggested either the jaws of the device were used like a pry bar, or an incident occurred that subjected the jaws to a pry-bar like force. Metal on metal surface abrasion was also evident, favoring one side of the internal surface jaw assembly was also found. This support the likely hood of a pry-bar type event occurring. Lastly, one of the two forks that hold the actuating rod-link pin in place was bent out slightly, consistent with the surface at the distal tip that shows damage from this pry-bar type force. Based on the physical evidence, the most probable root cause of the failure mode was mechanical overstress. Damage to the actuating rod, the internal surfaces of the fixed, and to the link that failed, as well as evidence that the link was manufactured to its design strength suggested that a mechanical over stress event occurred that pulled the jaw assembly away from the actuating rod distally while also turning it in a yaw direction. H3 other text : evaluation has been performed.

Manufacturer narrative:
Sample has been received and investigation is ongoing. Once the investigation has been completed or additional information is received a follow up emdr will be submitted.

Event description:
A take apart grasper broke off inside of a patient today during a laparoscopic cholecystectomy. The part was retrieved using another laparoscopic grasper and a x-ray was performed to confirm that all of the device was removed. The patient was unharmed and the procedure was completed laparoscopically.